Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported experiencing lack of aspiration during a procedure. Three handpieces and one cassette were replaced to complete the procedure. There was no patient impact. Additional information is not expected for this report.

Manufacturer narrative:
(B)(4).

Event description:
Patient impact in association with this reported event is unknown.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 15, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet relevant specifications. Therefore, the root cause of the reported event cannot be determined conclusively. As the customer did not retain the finished goods consumable lot number, device history record (DHR) and lot history could not be reviewed. A sample was not returned for this complaint report. As such, a visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. Based on the description of the event it is possible the handpiece maybe a contributing factor but with the current information, this cannot be confirmed. The root cause of the customer's complaint could not be established, as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. No further information was able to be obtained from this customer concerning the unspecified handpiece. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. One handpiece was manufactured on june 1, 2017 and the other handpiece was manufactured on june 17, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).